Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line had a small punctured hole. The care giver (cg) stated that there was a small leak of only a few drops of fluid coming out from the hole. The cg stated that she was not sure what caused the hole. She did not open the pouch or carton with a sharp object. The cg stated that she did not have any pets that could have caused the damage and did not notice any damage on the over pouch. The technical service representative (tsr) advised the cg to end the therapy and start the therapy over using all new supplies. As a result, the home patient (hp) was able to finish the therapy with no additional problems. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.